Manufacturer narrative:
(B)(4). Link ladder chain. Eval summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The analysis site confirmed complaint and found that a broken chain caused the cutter not to advance. To correct this issue the site replaced the 21 link ladder chain. The site replaced the bottom motor mount due to it was cracked, and two drive shafts and two bushings were replaced due to heavy contamination that was causing the components to seize up. After servicing, the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy procedure that the doctor repeated forward and backward in the sample mode. After that, there was sound "bang" suddenly and then needle does not move, even though needle proceeded in the monitor. Doctor changed new probes several times, but probe needle still did not move. There was no other error code. Another like device was used. There was no adverse patient consequence.